Event description:
During product evaluation, the pump's found batteries were found to be depleted. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.